Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing problems with in the injection of silicone oil during a procedure, however, the case was completed. There was no harm to pt. Additional info has been requested.